Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found that the grip had a scratch, switch box had a scratch, air/water cylinder had no color, suction cylinder had no color, right/left knob had a scratch, upward/downward angulation control knob had a scratch, water tightness was lost due to a dent on distal end, the cover of the light guide bundle was damaged, distal end was shaved, corrosion around the forceps elevator, and the universal cord had coating that was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope albarran lever did not automatically return to its position. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: distal end had foreign material, and the inside of the light guide was discolored. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing was not conducted properly due to leakage from distal end, then the material was not eliminated. Additionally, the discoloration in light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used. Therefore, lg-lens was invaded by humidity then corroded. The event can be detected and prevented by following the instructions for use (IFU) sections: detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The suggested event can be detected by handling the device according to the following IFU. Detection methods are written in IFU: tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.